Event description:
New information received indicates that three months later this device detected increased frequency of high rv impedance measurements. The patient was brought into the clinic and the physician was able to recreate the high impedances with isometrics and pocket manipulation. A copy of the device¿s memory was analyzed and boston scientific engineers suspect a lead integrity or connection issue. Boston scientific technical services (ts) recommended obtaining an x-ray to assess the lead-to-device connection and monitoring the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones and the patient complained of flu-like symptoms. Interrogation revealed high out-of-range right ventricular (rv) pacing lead impedances. The presenting electrocardiogram was free of noise. The following day the impedance measurements returned to normal. Boston scientific technical services (ts) suspects electromagnetic interference (emi) and recommended monitoring. No adverse patient effects were reported. Device remains in service.